Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 450 mg/dl and 400 mg/dl at the time of incident. Customer does not want to do troubleshooting for high blood glucose. The device will not return for the analysis.